Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing manufacturing documents, as well as the returned device data. The manufacturing process of this device has been checked. The manufacturing documents showed no abnormalities. All manufacturing steps were done correctly. A standard electrical output test documented faultless device behavior. The available device data was analyzed. Consistent with clinical observation, analysis of existing iegms revealed both right ventricular and farfield channel noise, leading to multiple therapy deliveries. However, there was no evidence of malfunction of the ICD. The data showed a normal ICD behavior.

Event description:
Ous MDR - it was reported that the ICD was explanted 18 months after the implant due to oversensing with shock delivery. The ICD reportedly was implanted in the abdomen and was connected to a competitor's lead.